Manufacturer narrative:
A review of the sterilization records for the devices verified the lots met all pre-release specifications.

Manufacturer narrative:
Concomitant product(s): vanco, zosyn. Plc201200/11492416, plc161200/11500581, pxc141200/12769016. UDI: (B)(4). A review of the manufacturing records for the devices verified the lots met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), the safety and effectiveness of the gore® excluder® aaa endoprosthesis has not been evaluated in the following patient populations: leaking: pending rupture or ruptured aneurysms. Additionally, the IFU specifies, events that may occur and/or require intervention include, but are not limited to: endoprosthesis: endoprosthesis: infection.

Event description:
On (B)(6) 2015, this patient underwent endovascular treatment for a ruptured abdominal aortic aneurysm measuring 65mm in diameter and was implanted with gore excluder aaa endoprostheses featuring c3 delivery system. The patient tolerated the procedure with no reported complications or endoleak and was discharged on (B)(6) 2015. On (B)(6) 2016, the patient was diagnosed with an infected hematoma and underwent drainage of an abscess. Additionally, the patient was administered intravenous therapy (IV) with vanco and zosyn. It was reported that the hematoma was infected and eroded in the bowell from a diverticulum and the graft is presumed to be infected. The cause of the hematoma was reported to be the rupture of the aneurysm. On (B)(6) 2016, the patient was diagnosed with anemia and was given a blood transfusion due to gi bleed during hospitalization. The patient's infection persists, however explant is not planned due to the patient's age and ability to survive an explant procedure.